Event description:
Report received of "patient implanted with morphine pump and days later died. Cause of death is unknown." It is unknown if pump will be returned to manufacturer for analysis. Follow up attempted with hcp - no medical report of cause of death is available to date. A follow up medwatch report will be sent when additional information is received.